Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed engagement, recognition, initialization, cut and seal tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was found to fail during initialization based on the logs. The instrument was place on an in-house system and passed initialization on 3 of 3 attempts. Review of logs showed the homing failures with error code "22026" and description "vessel sealer extended failed during homing on universal surgical manipulator (usm) 3 (toolid: vessel sealer extended)." No loose grip cable at the proximal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws would not open or close. There was no reported injury.